Event description:
It was reported that during a lobectomy procedure, the stapler jammed. This occurred while dividing the interlobar fissure. Previously, it had been used a total of four times: once with a vascular cartridge, and three times with tissue cartridges. The tissue was successfully released from the stapler by levering it with scissors. The patient was not harmed.

Manufacturer narrative:
(B)(4) date sent: 3/6/2024 d4: batch # 613c37 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the jaws and closing trigger in closed position and with one gst60g reload loaded in the device. The reload was received partially fired 1/16 and with damage on cartridge deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. Device history review a manufacturing record evaluation was performed for the finished device batch number 613c37, and no non-conformances were identified.